Event description:
A report was received stating that "during the realization of a craniotomie the drill of the craniotome broke itself. Two fragments were removed and not replaced. The cerebral scanner shown a metallic foreign body in the right frontal lobe. The patient was operated the last (B)(6) to remove this foreign body, nobody suspected the material. A fragment of bone had been evoked. The intervention allowed to find a fragment of drill of the craniotome in approximately 1 centimeter deep in the frontal lobe. No staff was able to realize that drill had broken itself in 3 fragments. The last one was thrown in the brain." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.